Event description:
It was reported that during the implant procedure, the stylet got stuck in the lead. While attempting to remove the stylet, the proximal pin of the lead broke off. The lead was replaced. The patient was stable.

Manufacturer narrative:
The reported field event of the stylet stuck in the lead was confirmed in the laboratory. The ptfe coating of the stylet was found stripped and bunched up inside the lead's inner coil at the distal end of the connector pin. The cause of the reported event is isolated to the stripped stylet ptfe coating found inside the lead's inner coil of the connector region. A review of the device history record confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.